Event description:
The filshie clip is a device used to block the fallopian tubes and is used in the tubal ligation surgery to render women unable to conceive. Facility used the device in 203 surgeries from 3/16/97 to 9/3/98 and have so far had 4 pregnancies occur in the group of 203 women.